Event description:
It was reported that pump malfunction occurred with code malf 12, and the issue happened at least three times with this pump. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised on procedures for managing the replacement, including using current pump for backup therapy and returning the faulty pump to tandem within ten days via ups with a pre-paid label. Customer was informed about updated software with the replacement pump and acknowledged all instructions provided.